Event description:
It was reported the bipolar impedance, 277 ohms, is less than unipolar, 320 ohms. A technical consultant stated this is due to a lead insulation issue. The lead was replaced. No patient complications have been reported as a result of this event.